Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer troubleshoots the unit and failed oxygen pressure calibration. Then they cross checked with other blender assembly and the ventilator is working fine. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator alarmed oxygen inlet low . The customer confirmed that there was no patient involvement associated with the reported event.